Manufacturer narrative:
The device was returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. When the pump was returned to mmdg for investigation a failed pcb board was discovered. This caused the auxiliary alarm to fail. The pump was serviced to correct the issue.

Event description:
The initial reporter states that the pump failed the auxiliary alarm test. The initial reporter also stated that this occurred during testing and had no affect on a patient. (B)(4).